Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose ranged from 445 mg/dl to over 500 mg/dl. A manual insulin injection was administered to address bg. No additional information was provided. Customer declined to provide additional information regarding the issue and to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.